Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked reservoir window, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump had crack. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.